Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 09:00 am the result from the meter with capillary blood was 2.5 inr. At 10:30 am the result from the laboratory with venous blood was 3.3 inr. There was no adverse event. The customer's therapeutic range was 2.2 - 2.4 inr. The device was requested to be returned for investigation. Relevant retention test strips (lot 330462) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 330462) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.